Event description:
The pt underwent a pelvic floor repair procedure in 2005. Postoperatively, the pt developed a 1cm medline mesh exposure. The pt was brought back to operating room in 2006 and a small piece of mesh was removed. The pt was also treated with estrogen cream and is currently doing fine.

Manufacturer narrative:
Exposure of the mesh can occur for a variety of reasons such as inadequate mucosal closure, atrophic vaginal skin, or postoperative trauma to name a few. These sometimes close spontaneously with time and estrogen therapy. Others require resection in the office or the operating room. Exposure is a risk with use of any foreign material.